Manufacturer narrative:
There have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal, water spray (with air), water spray (no air), rotation, leak, motor connection, cap temperature, run noise, cut, lighting (l models), and current draw. Quality personnel then investigated the attachment. Maximum temperature for the attachment did not exceed requirements. Free run testing for 30 seconds resulted in a maximum temperature of 31.0 c. Free run testing for 3 minutes resulted in a maximum temperature of 35.5 c which is within iso 13732-1 requirements. Load testing attachment for 3 minutes resulted in a maximum temperature of 43.6 c which is within iso 13732-1 requirements. During examination after disassembly, interior cap and set components exhibited debris and lack of lubrication. Head tail, tail, set and main drive dog gear assemblies all exhibited significant wear and/or debris and corrosion. All components were dry and lacked lubrication. The lack of lubrication may have caused friction and as a result, an acceleration of wear for components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing more friction and accelerated wear. This combination of events could have caused the heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient. The doctor applied vaseline to treat the burn.